Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The needle assembly is bent. The actuator is at the tip of the needle. A functional evaluation was performed on the returned device and found the device will not cycle due to the bent needle assembly. The failure to cycle and bent needle assembly have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, after fast fix 360¿s t1 was implanted, t2 couldn't be deployed. When the needle was withdrawn, t2 fell off. The implants were removed from the patient using surgical clamps. The procedure was completed using a back up device, but it is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).